Manufacturer narrative:
Part: 03.111.021. Lot: t948349. Manufacturing site: (B)(4). Release to warehouse date: october 06, 2010. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the compression/distraction instrument was returned and received at us customer quality (cq). Upon visual inspection, scratches were observed on the device but have no impact on the device functionality. No other issues were observed with the returned device. Functional test: a functional test was performed on the returned device. During the functional test, the sliding arm was not able to rotate as the body retainer component was jammed. Dimensional inspection: a dimensional inspection was not performed as the internal components were inaccessible without destruction of the device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Distractor compact foot: investigation conclusion: the complaint condition was confirmed for the compression/distraction instrument. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, the compression/distraction instrument malfunctioned and was unable to be assembled properly, the hinge was jammed. There was no patient involvement. This report is for a compression/distraction instrument. This is report 1 of 1 for (B)(4).